Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. E1: department- radiology. G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated . The catheter was percutaneously implanted into the intervertebral disc space on (B)(6)2025. During an attempted removal on (B)(6)2025, the catheter separated at its mid section. A portion of the catheter was retained within the patient and the patient was kept under observation. No further treatment details are available at this time. As per the physician, the catheter may have experienced wear due to friction between the vertebral structures and the subsequent application of tensile force during removal likely resulted in its severance. A photo provided by the customer shows a severed catheter.

Manufacturer narrative:
Additional information: d9 - device available for evaluation, date returned to mfg. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter separated. It was reported that the device was percutaneously placed into the intervertebral disc space of an unknown patient on (B)(6) 2025. On (B)(6) 2025, during attempted catheter removal, the device separated at the catheter shaft and a portion was retained in the patient. There is no information on further treatment. It was noted by the physician that the intervertebral disc space likely wore out the catheter due to friction between the bones. No other adverse events were reported due to this occurrence. Reviews of documentation including instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One catheter was returned in a separated condition. The point of separation at the distal end exhibited shredding, tearing, and elongation of catheter material. The proximal end of the catheter was missing the mac-loc hub, resulting in material distortion (jagged tear). The overall length of the catheter is approximately 18.0 cm. The i.d. And the o.d. Measured within specifications. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The current instructions for use [t_mwcer_rev6] state the following: "under fluoroscopic visualization, slowly advance the delivery wire until the entire length of coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The user did not identify any damage during the initial placement. It is likely that the anatomical location of the drain contributed to the complaint event, and that the catheter underwent excessive force or tension while placed in the patient. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.